Event description:
Device issue: failure to deploy - suture. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose a-t device attempted arteriotomy closure of a mildly calcified common femoral artery after an interventional procedure. Reportedly, after suture deployment, it was believed that the suture captured arterial tissue, but when knot advancement was attempted, "the suture came away." Manual compression was applied for fifteen minutes to achieve hemostasis. There were no reported patient adverse effects. No additional information was provided.

Manufacturer narrative:
(B) (4) - patient selection. Indication for use - (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.